Event description:
On july 27, 2006, the lay user/patient contacted lifescan alleging that her one touch ultra meter was prompting the error 2 message. The senior medical affairs specialist spoke with the patient on july 27, 2006 to obtain/clarify information. The reported issue began approximately 1 month ago. The patient attempted to correct the issue by purchasing new test strips; however, she was unable to obtain blood glucose results. She maintained her glucophage medication regimen of 1 tablet twice daily. She eventually started experiencing a pain on the side of her temple, feeling light headed, dizzy, and started seeing a black spot. She made an appointment with her physician, since she knew her symptoms were related to elevated glucose levels. The physician obtained a 294 mg/dl on the clinic meter and administered 850 mg glucophage. The dose was in addition to her daily medication regimen. She remained at the clinic for a few hours for observations. She was eventually released that same day with a "lower blood glucose level." The customer care advocate (cca) verified that the test strips were in good condition and the patient was using the correct testing technique. The cca attempted to walk the patient through retests; however, the meter would only prompt the error 2 message. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test for approximately one month due to the unresolved error 2 prompt, developed symptoms that may be associated with hyperglycemia, and received additional oral medication at a clinic for glucose levels of 294 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.